Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter claimed that his blood glucose reading is over 600 mg/dl for the past three days while having occlusion issues on the animas pump. The patient did not have any symptoms at the time of concern. During troubleshooting, the animas representative found that there was no bent or kinked in the cannulas, no redness or soreness at site, no infection, and no scar tissue. Reportedly, the patient attributed a recent increase in stress in the last few days due relationship troubles and insurance issue to the elevated blood glucose. This complaint is being reported because the patient reportedly had elevated blood glucose above 600 mg/dl while managing his diabetes with animas insulin pump.